Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit is shutting down with no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold hoses were leaking and the sieve beds were saturated causing the unit to shut down and display a 3/4 alarm. Therefore the original complaint issue of the unit shutting down was confirmed, but the complaint of no alarms could not be duplicated.

Event description:
Dealer is stating that the unit is shutting down with no alarm.